Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000429, serial/lot #: (B)(6) UDI#: (B)(4). Product ID: bi71000273, h3) the manufacturer representative went to the site to test the imaging system. The lift-and-shift was checked with no issues when docked or fully extended. Troubleshooting of the door winch identified that the door winch cable had fallen out of its cable guide wheel. This caused increased tension and issues when opening the door. During the repair, the field service engineer (fse) attempted to align the door winch cable back into the wheel. However, it was not possible for both cables and only one could be repair. The door winch was replaced along with the door cable slides. The system was then performing as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a deep brain stimulation (dbs) procedure. It was reported that the door was not opening properly. It was sticking at interval points and was making a loud creaking sound, as though something was sticking inside preventing it from opening correctly. The site was able to fully open it to move it out from under the operating table. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.